Manufacturer narrative:
It was confirmed that the programmer was very slow to respond. The programmer took over a minute to format to print, and had a system error.

Event description:
It was reported that the programmer was slow to respond to the stylus, which was preventing threshold testing from being run. It was also reported that the internal printer was slow, and it took a lot of time for an external printer to print. The programmer has been returned to service. No patient complications have been reported as a result of this event.